Manufacturer narrative:
Follow-up #1: date of submission 08/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: the black box data from the time of the complaint was unavailable for review due to continued pump use. The pump powered on to an unresponsive keypad with visible moisture behind the display lens. The complaint could not be adequately investigated due to the unresponsive keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was alarming, but did not provide the specific type of alarm. No additional information was provided. Customer technical support made attempts to contact the reporter for troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.